Event description:
A surgeon reports that a bent haptic was noted after insertion of the intraocular lens (iol) resulting in malpositioning of the lens. The lens was removed and another lens implanted. The incision was enlarged to accomodate removal and replacement.